Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. Visual inspection: the saw handpiece showed no anomalies when performing a first visual check from outside. An oily liquid was found on one side between the lever and the saw head. Functional test: overall, no functional issue could be detected. Drawing/specification review: it can be stated that the saw handpiece is functionally compliant with the most recent drawing revision. Dimensional inspection: based on the measurement taken with the optical measuring microscope, it can be concluded that the outer dimension of the rod seal is out of specification. Air bubbles between oscillating head and housing identified which indicates a leakage through rod seal. The handpiece also failed the air egress test. The complaint condition could not be replicated but could be confirmed. The identified shrinkage of rod seal is the most likely reason for the complaint condition. The issue is being addressed through a CAPA. The assignable root cause was due to design. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
During in-house engineering evaluation, it was determined that the robotic-assisted solution saw handpiece device had a liquid leak. It was initially reported that preoperatively for a total knee arthroplasty (tka) surgery, a water-like substance was found on the sterilized, wrapped handpiece. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.